Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up and down arrow keypad buttons were intermittently unresponsive and hard to press for the past month. The ok button was now unresponsive. The patient reported that the rubber keypad was intact and reported no trauma to the pump. The patient reportedly wore the pump under clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responding to button presses as expected. There was no evidence of contamination found under the key contacts. All keypad buttons were found to have normal spring back and click.